Manufacturer narrative:
(B)(4). Device(s) available for analysis. Engineering eval completed by (B)(4) on 7 mar 2019. Design-related issues: the design of the glenoid skid has been in the field since 2007. Exactech is aware of (B)(4) similar complaint reports involving this device since 2008. This issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which have been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken device reported in experience (B)(4) was likely the result of applying a bending moment to one end of the instrument, which led to fracture of the device. However, no information regarding its use during surgery was provided. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken piece of device was removed by the surgeon with a surgical forceps and disposed of in surgery. No pieces were left in the patient. An investigation was conducted: the broken device reported was likely the result of applying a bending moment to one end of the instrument, which led to fracture of the device. However, no information regarding its use during surgery was provided.

Event description:
It was reported from ous that during an orthopedic surgery the glenoid skid snapped whilst in use. The broken piece of device was removed by the surgeon with a surgical forceps and disposed of in surgery. No pieces were left in the patient. The agent was present at the time of surgery. There was no injury/clinical consequence/adverse event to the patient because of this event. Patient¿s health was stable leaving the operating room. No additional information.